Manufacturer narrative:
The customer reported that "the autopulse platform (sn 35216) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed on the autopulse platform. The archive data review indicated several ua45 error messages around the reported event date; thus, confirming the customer's reported complaint. Also, ua17 (max motor on time exceeded during active operation) error was recorded in the archive, unrelated to the reported complaint. Although, ua17 was not reproduce during functional testing, as a precautionary measure, the brake gap was cleaned. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus, confirming the customer's reported complaint. The driveshaft was rotated to the home position using the administrative menu to clear the ua45 error message. Upon further testing, unrelated to the reported complaint, a sticky clutch was observed. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
Customer reported that the autopulse platform (serial # (B)(4) displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) error message. The customer was unable to clear the ua45 error message, the driveshaft will not rotate back to "home" position. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.